Event description:
A report was received that during reprogramming, it was noticed that the pt's contacts were all showing high impedances on both leads. The physician revised pt's lead extensions and implanted two new extensions. The pt was reprogrammed and is reportedly doing well.